Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from a patient's left eye due to patient experiencing blurry vision. There was no reported harm to the patient or user. It was indicated that the explanted lens was discarded and is not available for return or investigation. No further information was provided.